Event description:
Procedure type: lobectomy. According to the reporter: the purple 45 cartridge was used for the right lower lung lobe. One week after operation, a major leak occurred. At this moment, the cause of leakage is unk, since it could not be seen through the bronchoscope. Pt is under observation.

Manufacturer narrative:
(B)(4).